Manufacturer narrative:
Product evaluation: the device was returned (the lens was not returned). The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The root cause for the reported "increased pressure required" could not be determined. Only the device was returned. No damage or abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. It is important to make sure the device is properly filled with viscoelastic. The directions for use (dfu) instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. (B)(4).

Manufacturer narrative:
Product evaluation: the device was not returned for analysis, and the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, increased pressure was required to get the lens through the neck and nozzle of the preloaded iol delivery system. There was no patient impact reported. This is one of two medical device reports for this facility.